Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction of foreign material. Based on the results of the investigation, it is likely the following led to the malfunction of the chipped adhesive: degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, it was indicated a chipped bending section cover adhesive and foreign objects in the control section were found. There was no patient involvement.